Event description:
Defibrillator being used during cardiac arrest. The unit had been plugged up to charge and was unplugged to take to pt's room with the crash cart. The unit charged to 200 + 300 joules without problem and delivered the charges to the pts. While attempting to charge to 360 joules, the unit last power. The unit was plugged back up and when attempting to charge to 360 joules again, lost power. The unit was immediately turned back and the nurse was able to deliver the charge to the pt. Another unit was obtained for the pt and this unit was removed from service.